Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a battery life issue. The reporter stated that the pump was emitting frequent low battery warnings and then rebooting after battery changes. There was no indication that the pump alarmed for replace battery. This complaint is being reported because the reported issue was not resolved with troubleshooting and because there was no indication of a replace battery alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/14/2013 with the following findings: a review of the pump¿s history showed evidence of a partially charged replacement battery and several low battery warnings. The pump was tested with an external power supply and idle, sleep, rewind, and load currents all are within specification. The ump case was removed, no evidence of moisture contamination found inside pump. The battery terminal contacts were inspected, no evidence of intermittent contact was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.